Event description:
Complainant alleged that staff members were attempting to cardiovert a male pt (age unk) at 30j. When the discharge buttons were pressed, the unit did not discharged. The staff was using a multi-function cable with r2 electrodes. They switched to electrodes and converted the pt's rhythm. There was no adverse effect on the pt. The facility's biomedical engineering dept. Was unable to duplicate the alleged malfunction. The complainant has indicated that the alleged malfunction could be attributed to user error. The nurse operating the unit was unaware that she had to synch on the pt's r-wave.